Event description:
It was reported: "2 years-old x3 insert are broken on the back side."

Manufacturer narrative:
Reported event: an event regarding crack/fracture of a triathlon insert whereby revision of the triathlon femoral component occurred for unspecified reasons was reported. The event was confirmed via provided photograph. Method & results: device evaluation and results: no product was returned for evaluation however a photograph was provided for review. The photograph shows a recently explanted femoral component and insert. Blood is visible on the devices, the insert is fractured. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: revision surgery took place due to crack/fracture of the triathlon insert. The reason for revising the triathlon femoral component is known as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported: "2 years-old x3 insert are broken on the back side".

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.